Event description:
The tech alleged the stretcher had a high ground reading. No injury reported.

Manufacturer narrative:
Tech found the power cord ground was loose also the ground on the weldment battery tray was not making good metal contact. The tech tightened the star washers on the battery tray to resolve the issue.